Event description:
Ethicon securestrap absorbable strap fixation device was opened for a laparoscopic repair of inguinal for surgeon. Doctor was able to use 2 staples, but device stopped working after that. A new device was obtained that worked as expected.